Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was changing out the infusion set. Customer went to unscrew the plunger and stated that she kept filling the reservoir with air bubbles. Customer stated that she has to change the set out again. Customer was sent a replacement infusion set and reservoirs.